Event description:
Additional information received reported that the cause of the event was that the patient fell on her buttock. The patient had come for follow-up because of recurrent urgency and an inability to control her bladder. Based on evaluation it appeared that the lead was damaged and only one electrode was functional. It was unknown if there was an actual break and it was replaced on (B)(6) 2013. Before it was replaced, reprogramming occurred to try and give the patient relief with the one electrode. The patient was reprogrammed and doing well as of (B)(6) 2013. Hospitalization was required for revision replacement of lead in the operating room (or). The patient outcome was noted as non-serious injury or illness and she recovered without sequela.

Manufacturer narrative:
Product ID 3093-28, lot # v754204, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient's unit was continuing to be a bother before the lead replacement.

Event description:
It was reported the patient was scheduled for a surgery to replace a lead with a broken wire. The surgery was scheduled for (B)(6) 2013. No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4): product ID 3093-28, lot# v754204, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).